Event description:
The st. Jude medical representative reported that during a follow-up, high pacing lead impedance was observed. In addition the capture threshold had increased. X-ray revealed signs of clavicular crush and lead fracture.